Manufacturer narrative:
The device was not returned. The customer discarded the balloon with the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the balloon leaked. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. The subject device was manufactured in july 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the balloon is quite thin and easily torn if excessive force is applied to it during attachment for instance. If stretched with finger nails or over stretched with the balloon applicator, the balloon can be damaged. The event can be prevented by following the instructions for use which state: ·"never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the event: while setting up the scope for a diagnostic endobronchial ultrasound, the balloons leaked, spraying water all over. The customer then opened several similar device before they found one that didn't leak. The procedure was successfully completed with another balloon. There was no delay. The following patient identifiers are related: (B)(6).